Event description:
It was reported that prior to starting a da vinci-assisted cholecystectomy surgical procedure, the erbe generator exhibited an error and stopped working. The procedure was completed using the third-party generator.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the vio integrated electrosurgical generator unit (iesu) to resolve the customer reported error. The system was tested and verified as ready for use. Isi did receive the iesu to perform failure analysis. The iesu was analyzed and the issue was confirmed through review of the system logs. Upon visual inspection, the serial number label was observed to be worn. Functional testing was conducted using the system; the unit powered on and cauterized successfully across all ports and instruments without issue. Additionally, review of the internal log identified error c-00. The probable root cause of error u-04 is attributed to the program memory of the iesu being low.